Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was observed with the farawave pulsed field ablation catheter. During preparation for a procedure to treat atrial fibrillation, after opening the catheter package, white spots and discolorations were observed on the handle. Subsequently, the catheter was replaced. The procedure was completed with a new catheter and there were no patient complications. The device is expected to return for analysis.